Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: IV and patient's concern with the product.

Event description:
Patient reported right side "concern with the product," "capsular contracture baker grade IV," "pain," "swelling," and "implant never settled into the pocket." Device remains implanted.